Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fse replaced the vacuum inlet filter and recalibrated the iabp. The stm completed all safety, functionality and calibration checks and all tests passed to factory specifications. The iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) prompt, "iabp may need maintenance" appeared. The iabp was removed from the patient. No patient harm, serious injury or adverse event was reported.